Manufacturer narrative:
Taper ii. The device was returned for analysis, however only the band portion of the device was received. Without the port, visual examination could not confirm the taper type. Based on the serial number provided, it is assumed the connecter type associated with this event is a taper ii. Device evaluation summary: visual inspection of the returned device noted only the band was received, and that the lap band tubing appeared to have been surgically cut. Some wear and tear as well as discoloration were observed on the band shell. Examination of the device noted a separation between the shell and the end plug consistent with adhesive failure. A leak test was performed on the device, and a leak was confirmed at the end plug-shell junction area. The inspection also noted striations consistent with surgical damage at the locations where the tubing was cut.

Manufacturer narrative:
Unknown taper medwatch sent to FDA on: 10/21/2015. The reporter of the event indicated the device will be returned for analysis. Additional information regarding the serial number and catalog of the device was requested of the reporter. To date, apollo has not received the device nor any additional device information. Without the device, serial, or catalog number, the connector type associated with this report cannot be determined. Device labeling address the possibility of a leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was replaced due to a leak. The leak was detected from a methylene blue dye test in the upper fold of the band.

Manufacturer narrative:
.